Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted. Date report submitted to FDA by manufacturer: (B)(6) 2011. Date the initial reporter provided the information to the manufacturer: (B)(6) 2011.

Event description:
It was reported after a few minutes of ablation, the physician noted the irrigation port had fallen off the handle of the catheter and there was fluid leaking from the handle. The catheter was replaced and the procedure was continued with no consequences to the patient.